Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint.. A global communication tool test was performed, and it passed audio and vibration tests. Manual "try it" and 'fixed low' testing was performed and passed. The receiver was tested on functional test station and resulted in no failures related to complaint. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.